Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
When implant (insert) is opened and inserted, medial is fully fixed but lateral side wasn't fixed because wire was caught in the middle.